Event description:
A past high blood glucose event was reported, with the specific value being displayed as "high" and no confirmed cause. The customer took corrective action by administering a correction bolus via the pump and made a weight adjustment in the control iq menu. Frequent high blood glucose levels persisted, prompting technical support to request further follow-up assistance.